Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on red screen. A technical support specialist (tss) attempted to access the console multiple times but encountered repeated timeout errors. The tss deployed a package to restart the remote smart service; however, the issue persisted and remote access remained unsuccessful. The tss suggested dispatching a field technician for on-site assistance, requested confirmation of the console status, and provided a basic troubleshooting step to reboot the console. The tss also attempted remote access from the server side but continued to face timeout errors. The tss awaited customer confirmation for further action, and it was reported that the issue was not impacting patient care. The tss followed the decision of the pharmacy management team to hold off on rebooting due to concerns of potential boot failure, performed no further troubleshooting as requested, and advised that the case could be reopened or referenced if needed. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 console was stuck on a red screen, displaying an error message indicating that the console application was running in the background. However, there were no delay and adverse events or injuries reported based on this event.